Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the apd luer lock connector would not fasten to the bag tight enough and leaked. It is unknown if the patient experienced any cycler alarms or if the patient completed treatment. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation: the manufacturing plant received on 07/05/2018 an actual sample of the product 050-95018 lot number 17nr08111. A visual inspection was performed and the samples were found acceptable. A dimensional inspection was performed to four companion samples using a digital caliper. The dimensional inspection was performed with acceptable results. A functional test was performed to actual sample; during test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully.

Event description:
"."